Event description:
An issue was reported concerning a sticky home button on the customer's t:slim x2 device, which required manipulation to function properly. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up from technical support and is in the process of renewing the pump, after which the case was closed.